Event description:
Customer using accu-chek advantage system. Customer states, he did back to back testing on the same meter with results of hi and 210 mg/dl. Location of testing not provided. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.